Manufacturer narrative:
Method: reviewed device history records, sterilization records, and product labeling. Device history record review revealed no assignable cause for the reported event. Product labeling addresses the possibility of infection.

Event description:
The complainant physician reported that pt was implanted with malar implants and subsequently had devices explanted bilaterally due to infection. Prior to explant, both sides were drained on several occasions. No culture was taken, so no organism has been identified.